Event description:
It was reported that the customer received no delivery alarms on the insulin pump. The customer stated that the alarm occurred while delivering a bolus. The customer stated that the insulin pump only delivered 7 units although it he programmed the insulin pump to deliver 9 units. The customer's blood glucose was 97 mg/dl. The customer was unable to troubleshoot at the time of the call because the issue had been resolved already. The customer stated that he programmed two more units of insulin, and everything worked well. Advised customer to call back in order to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.